Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k hemodialysis machine with a burned power rocker switch and wire. The issue was found during servicing of the machine, and it was confirmed that there was no patient involvement. It was confirmed there was no observed burning smell, spark, flame, or arcing due to the issue. The biomed replaced the rocker switch and wires to resolve the issue and return the machine to service. It was confirmed that the burned parts were discarded and cannot be returned.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.